Manufacturer narrative:
The field service engineer found a defective sipper probe and replaced it. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The probnp ii reagent lot number was 65182901 with an expiration date of 31-mar-2024.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys probnp ii (probnp ii) on a cobas e 411 immunoassay analyzer. Patient 1 initial result was 11.48 pg/ml. The repeat result was 11070 pg/ml. Patient 2 initial result was 13.44 pg/ml. The repeat result was 2927 pg/ml. No questionable results were reported outside of the laboratory.